Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: (B)(6) 2017: legal medical records received. After review of the medical records for MDR reportability, it was stated on the revision op notes that the patient had synovitis due to metal wear. Clear grey fluid, moderate scar tissue was noted. Mild anterior lysis of the acetabular ilium was also seen during revision. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.